Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the procedure, when the catheter was connected, an error message appeared on the system: "contact force catheter is intended for single use only". The contact force measure glowed pink and could not be reset. It was also noted that the impedance measure was not displaying. The tactisys was rebooted and the issue still persisted. The catheter was exchanged and the issue was resolved. There were no adverse patient health consequences.